Event description:
It was found during review of programming history that the patient had high impedance. The high impedance was on the date of a replacement surgery so it is unknown if the high impedance was present before this date. No further information has been received. Attempt for additional information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
The physician reported that the patient's diagnostics have all been within normal limits since generator replacement and that he was unaware that high impedance existed prior to replacement. The physician indicated that only the end of service marker was seen and that the lead had not been replaced during generator replacement on (B)(6) 2012. It was determined that the high impedance was most likely observed after explanting the generator from the lead and performing device diagnostics. No device failure is suspected.